Event description:
Customer complains blood leakage as soon as starting treatment. Bfr: 150ml/min. No blood loss for the pt. No medical intervention necessary.

Manufacturer narrative:
No conclusion can be drawn as the investigation of the sample showed no device failure. The root cause of this event cannot be determined.